Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. There was no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, after powered on the device touchscreen does not respond. No add'l info was provided.